Event description:
It was reported that a dexcom g7 sensor paired to an ilet bionic pancreas disconnected, resulting in cgm signal loss and failure to pair to the ilet, after which a fingerstick measured blood glucose of 56 mg/dl; support had the user toggle between g6 and g7 and reattempt pairing, and sensor readings resumed during blood glucose checks. Symptoms included hypoglycemia. Outcomes included transient interruption of cgm data and user-performed oral glucose treatment with resolution, without hospitalization. Investigation included troubleshooting and user education via customer support. Investigation of this case revealed that the device experienced a communication disruption between the cgm and the ilet that was recoverable with re-pairing steps. It was concluded that the event was attributable to cgm signal loss with successful restoration of function following guided pairing actions.